Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device emitted smoke.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
The complaint has been closed based on the device not being returned. If further information or investigation results are determined, a supplemental report will be filed. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure : smoke while in use and the battery pack made a loud noise probable root cause for smoke smell or flames coming from device: 1. Insulation melting. 2. Excessive cauterization. 3. User error. 4. Nonconforming electrical components. Probable root cause for too much noise or undesired noise: 1. Loose component inside. 2. Fluid leaking. 3. Design error. 4. User with poor hearing. The reported failure mode will be monitored for future reoccurrence.